Event description:
Please see correction to section b1, b2, and h1 from malfunction to serious injury for the delay in the procedure. Please see section h11 for device investigation results.

Manufacturer narrative:
Correction to section b1, b2, and h1 to serious injury for the delay in the procedure. Investigation conclusion: the investigation of the returned headway microcatheter found a flattened section at 27cm from the strain relief; furthermore, an in-house stent could not advance past the site of the flattened section during the investigation, which is consistent with the alleged product issue. No damage or other anomaly was observed with the hub or distal tip of the microcatheter. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces exceeding the device's yield strength. This report addresses the second microcatheter. The first microcatheter is referenced under MFR report# 2032493-2025-00158.

Event description:
It was reported as per our inr the same devices have their distal end not midline, so the flow diverting stents cannot be inserted and deployed. Upon check by the interventional neuroradiologist, the central hub of the catheter was not midline so the stent cannot pass thru. Device is still not with the patient but delayed the procedure / placement of the stent due to doing the placement check, as it happened twice for the same product, and they needed to do the catheter placement again prior deployment. The need to exchange and reposition the additional microcatheters added approximately an additional 30 minutes to the procedure. No harm was done to the patient. The patient is fine and well.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted. This report addresses the second microcatheter. The first microcatheter is referenced under MFR report# 2032493-2025-00158.